Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information the investigation determined that the reported issue and subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely a cuff miss occurred due to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Reportedly, the proglide smc device was used without a prior femoral angiogram. It should be noted the electronic proglide instructions for use (eifu) states: "perform a femoral angiogram to verify the location of the puncture site". In this case, it is unknown if the reported violation of the eifu caused the reported difficulties. Reportedly, only 1 proglide smc device was used with a sheath over 8f. It should be noted the eifu states: ¿for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required.¿ in this case, the eifu violation did not contribute to the difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - failure to follow steps / instructions for no femoral imaging. H6 medical device problem code: 1494 - indication for use for pre-close technique was not used when closing with a sheath greater than 8f.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a percutaneous transluminal angioplasty interventional procedure using a 14f sheath. Femoral imaging was not performed. Reportedly, a suture break occurred. Photo of the device provided by the account revealed a cuff miss which aligns with the reported suture retrieval issue. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.